Manufacturer narrative:
Concomitant medical products: 6944-65 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post atrioventricular nodal ablation, patient was in recovery room and telemetry captured 20 second strip of no pacing with intrinsic near 20 beats per minute (bpm). The device remains in use. No further patient complications have been reported as a result of this event.